Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, an arc was seen from the auxillary power supply cord. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device's power supply and power cord and the reported malfunction was not replicated or confirmed. The power supply and power cord were put through extensive testing with a known good device which was plugged into an electrical outlet without duplicating the malfunction. No trend is associated with reports of this type.